Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurrent overnight low glucose while using the ilet system, with reports of lightheadedness and sweating and education provided to avoid bedtime snacks and to consult a clinician for additional factors that could contribute to lows. Symptoms included hypoglycemia with autonomic signs such as sweating and lightheadedness. Outcomes included self-treatment with oral glucose. Investigation included customer service troubleshooting and education. Investigation of this case revealed no device malfunction reported and no device component issues identified, and the event was consistent with hypoglycemia of unclear cause possibly influenced by bedtime intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.